Event description:
It was reported that implant was removed due to periimplantitis. Customer reported implant placed in virgin area. Patient returned 3 yrs later with no follow-up. Coronal 1/3 no attachment, apical 2/3 had osseo-integration. Implant was never restored. Tooth 20. Per indicated: symptoms as a result of the event: none indicated. Surgical/medical intervention required for permanent damage: no. Was there a delay during the procedure: not indicated. Additional appointment required: yes, new implant placement in 4-6 months. Was the procedure completed using another implant or another device: no.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided e1: email unknown / not provided g4: k011028, k013227 a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation